Event description:
Philips received a complaint on the suresigns vs4 nbp, spo2 monitor indicating the system that the system audio is not working. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse repaired that customers device by replacing the system speaker. The philips field service engineer (fse) confirmed the customers device issue and resolved the customers device issue by replacing the system speaker. After the system speaker replacement, the device was replaced back into service.